Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Obstruction, displacement, irritation/inflammation, and pain are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of obstruction as follows: ¿obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing food.¿ ¿pts must be cautioned to chew their food thoroughly. Pts with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irrigation and edema, possibly even obstruction.¿ device labeling addresses the reported event of displacement as follows: ¿care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery.¿ ¿migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device.¿ device labeling addresses the reported event of irritation/inflammation as follows: ¿contraindication(s): the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, or specific inflammation such as crohn¿s disease." Device labeling address the reported event of pain as follows: ¿there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included : abdominal pain, chest pain, incision pain and port site pain.¿

Event description:
Doctor reported events of ¿periumbilical pain¿, band migration, small bowel obstruction, and erythematous and edematous mucosa from journal article: ¿endoscopic removal of gastric band with small bowel obstruction¿, digestive endoscopy (2012) 24, 125. MFR of device is unk. It is allergan¿s approach to compliance to resolve all doubt in favor of reporting.